Event description:
It was reported that during the begining of the surgical procedure, there was electrical arcing from the joint of the permanent cautery hook instrument directly to the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found evidence of arc tracking at the base of the instrument cautery hook, pulley and proximal clevis. Engineering also observed that the instrument ceramic sleeve was dislodged, indicating that the pulley-hook interface may have been damaged, thus allowing arcing to occur.